Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the door winch assembly. The imaging system then passed the system checkout and was found to be fully functional. The suspect door winch assembly has not been received by the manufacturer for evaluation.

Event description:
A site representative, radiologic technologist (rt), reported that, while in a spinal fusion that the imaging system gantry door would not open. The rt restarting the system system, attempted to use the manual override button and manually open the door. A loud noise was heard from the imaging system when manually opening the door. The covers of the gantry were able to open but the door would not open any further. A second imaging system was brought in to complete the procedure. The reported event took place during the first pre-operative spin. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.